Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The pump had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer treated with the pump. The customer's current blood glucose was 223 mg/dl. The customer reported issues with high readings. The customer stated that the plastic top of the reservoir compartment broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.